Manufacturer narrative:
The biomedical equipment technician reported that the power switch overlay was replaced to resolve the issue.

Event description:
It was reported to philips that the device had a light emitting diode (led) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer confirmed the device has an active check vent alarm led failed error. The rse recommended replacing the overlay power switch to resolve the issue. Replacement part information was provided to the customer to order the replacement part.